Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device was received to assist in this investigation. An internal clinical review indicated the event was due to product quality. We have notified the appropriate individuals and will continue to monitor for similar events.

Event description:
A male who was found to have a suitable anatomy for the zenith devices, underwent aaa repair in 2008. At the time, the gray positioner was removed to insert a balloon catheter into the contralateral iliac leg graft, blood leakage occurred from the hemostatic valve. Another catheter with a hemostatic valve was inserted into the hemostatic valve of the iliac leg delivery system to prevent the blood leakage. The patient did not show any problematic symptoms after the procedure.